Event description:
Four months following essure micro-insert placement, patient reported pain. Patient had developed abscess (infection) in one fallopian tube near the micro-insert. Patient underwent laparascopic procedure to drain abscess and was given antibiotics. Following treatment, patient's infection resolved and patient was in good condition. A pelvic ultrasound was normal. A follow-up pelvic x-ray showed that the two micro-inserts remained properly placed following treatment; the patient will continue to rely on them for contraception. According to the essure instructions for use, adnexal infection/salpingitis is a potential adverse event that may be related to the essure procedure.

Manufacturer narrative:
(B)(4).